Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experiencing high blood glucose of 421mg/dl. Customer stated that cannula was bent. Troubleshooting was performed for bent cannula. Customer advised to change infusion set. Insulin pump was to be return for analysis.